Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial field (d9) and to provide an update to fields (h3 and h4). The device was evaluated by olympus. The coil sheath has been cut at approximately 2255mm from the distal end and the tube sheath has been cut at approximately 2245mm from the distal end. Additionally, the operating pipe of the slider was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported events could be the following: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. ( the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. Because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. The slider was forcefully operated in state of ¿7¿ description causing the operating pipe of the slider to deform and break. However, the specific root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.". "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.". "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The evaluation of the event/device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a colorectal polypectomy, when attempting to place the ligating device during colon polyp removal, the connection part became stuck. As per the instruction manual, the insertion part of the ligating device was cut off and the endoscope was able to be pulled out. However, as there was no gap between the sheath and the stopper, the endoscope was reinserted, and a high-frequency snare was used to entangle the stuck part and normal mucosa and burn them off. The doctor completed the procedure with no effect on the patient. There were no reports of patient harm. A pre-use inspection of the scope was carried out with no problems. An external check of the device also revealed no problems.